Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2020; 5076-52 lead, implanted: (B)(6) 2020; dtma1qq crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. It was also noted the pocket had opened. The patient had an antibacterial absorbable envelope had been implanted at the time of the crt-d implant. No further patient complications have been reported as a result of this event.